Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump hose can no longer be clamped in the pumped head and the pump head needs to be replaced. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also updates in section b3 and b5 obtained via customer follow up response. Correction on g3 of the initial MDR submitted- the correct date is 5/2/24. The device was not returned to olympus for inspection, however, per the follow up response, the device pump head was replaced noted to be due to wear and tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A service history review was performed and found that the device was not repaired in the last 12 months for the same failure. A definitive root cause could not be identified. Based on the results of the investigation: pump head failure, not working properly or is loose, due to it is worn. The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
Event found at preparation for use.